Event description:
Reportedly, the smarttouch tablet froze several times during follow-up interrogations.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).¿ - analysis of the provided expertise files confirmed the reported behavior: on (B)(6) 2022, two interrogations performed with the subject smarttouch tablet were not ended properly. - in-depth analysis revealed that the two observed freezes resulted from a crash of the programmer module during threshold tests. - it should be noted that performance improvements during real time tests were implemented in smartview 3.12 version, in order to prevent recurrence of such issues. Recommendations: upgrade of the smarttouch tablet to smartview 3.12 version.